Event description:
It was reported that patient experienced extracardiac stimulation. The left ventricular lead was electrically abandoned the patient is participating in a "systems longevity study." No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.